Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer (xdcr) fault while connected to a patient. The patient was removed from the ventilator and placed on a backup unit. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, an order was placed and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."